Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The implantable pulse generator (ipg) was not sitting flat pushing into the patients skin and the clik anchors were causing pain. The patient also noted that the ipg was moving around inside the pocket site causing charging difficulties. The patient underwent a spinal cord stimulator (scs) revision procedure wherein the leads and clik anchors were replaced and the ipg was also repositioned during the procedure. The patient was doing well postoperatively. The explanted products were disposed by the medical facility and were not returned.